Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient "blocked," a pause occurred, causing ventricular tachycardia (vt). The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.